Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge via external paddles. Complainant indicated that there was no pt involvement in the reported malfunction.